Event description:
Device report from synthes EU reports an event in (B)(6) as follows: during surgery before the t-pal was implanted, the inner shaft broke. The surgeon decided to use another system to finalize the surgery. Surgical prolongation was 10 minutes. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.